Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial lead exhibited noise over-sensing and low pacing impedance. The atrial lead was capped and replaced on 12 may 2022. The patient was in stable condition.